Event description:
During stem implantation the stem hung up then jammed in fracturing osteopenia bone. Secured fracture with cables extending the surgery time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.